Event description:
The user facility reported that the device slipped during a case. No pt injury was reported.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation.